Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 30mm flex drill bit snapped at the actual screw bit tip upon inserting bit into acetabulum. Immediately after it broke, the surgeon said to scrub tech," sometimes these get so fatigued that they break". There was no surgical delay reported.

Manufacturer narrative:
Product complaint # pc-(B)(4).